Manufacturer narrative:
Batch review performed on 09 november 2020 lot 189208: 30 items manufactured and released on 01-mar-2019. Expiration date: 2024-02-11. No anomalies found related to the problem. To date, 21 items of the same lot have been already sold without any other similar reported event. Additional item involved in the event: gmk-primary 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot. 1907834. Batch review performed on 09 november 2020. Lot 1907834: 127 items manufactured and released on 08-jan-2020. Expiration date: 2024-12-15. No anomalies found related to the problem. To date, 116 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting an inability to achieve full flexion. The surgeon cut more proximal tibia and revised the gmk tibial tray cemented right s3 with a rev. Tibial tray right s2, and revised the insert p.s. 12mm s3 with a insert p.s. 17mm s2 and added an extension stem 7 months after primary. The surgery was completed successfully.